Manufacturer narrative:
E1 - address 1: 3-1 (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the damaged charged coupled device led to the noisy image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope produced a distorted video image during installation. There was no patient involvement.